Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 495 mg/dl and 360 mg/dl. Customer treated high blood glucose with manual injections. Customer removed infusion set and found that cannula was bent. Customer declined troubleshooting for high blood glucose due to bent cannula. Customer was advised that infusion sets would be replaced.